Event description:
It was reported that, "while inserting the rod during surgery last night, the weld broke on the straight inserter. This is the second inserter that this has occurred on with the same surgeon and same hospital."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.